Event description:
It was reported that during a pci procedure a pinhole was noted. The facility reported "the lesion was 90% of stenosis with calcification and not tortuous. It was unusual on the pressure increase at the inflation. A pin hole was noted after the removal." The procedure was successfully completed with another product. Patient status was reported as 'good.'

Manufacturer narrative:
H6 the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.